Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : chronic/pelvic/abdominal'), menorrhagia ('bleeding : menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('bleeding: general abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "ablation performed with essure insertion procedure". The patient's medical history included multigravida, parity 4, menometrorrhagia and endometriosis. On (B)(6) 2009, the patient had essure inserted. In june 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("hormonal changes describe: increase in anxiety") and depression ("hormonal changes describe: depression") and was found to have weight increased ("weight gain"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping") and abdominal pain lower ("lower abdominal pain/"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("pain : chronic/pelvic/abdominal"). The patient was treated with surgery (ablation, and laparoscopic hysterectomy, possible vaginal hysterectomy, left ovaries). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, weight increased, abdominal pain lower, anxiety and depression had not resolved and the dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia and genital bleeding. Discrepancy noted in essure insertion date - (B)(6) 2008 and (B)(6) 2009. Discrepancy noted in essure explant date - (B)(6) 2009 and 2011. Current weight 218 lbs. Previously reported insertion date was (B)(6) 2008 right fallopian tube. Only 1 ring was observed in the coil - left os of the fallopian tube. 2 rings were present on the external fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: depression , anxiety and ablation performed with essure insertion procedure were added, essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : chronic/pelvic/abdominal') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "ablation performed with essure insertion procedure". The patient's medical history included multigravida, parity 4, menometrorrhagia, endometriosis, deviated nasal septum, cardiomyopathy, left ventricular enlargement, mitral valve incompetence, fatigue, viral warts, hemorrhoids, weight gain, thyroid disorder, depression and anxiety. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("hormonal changes describe: increase in anxiety") and depression ("hormonal changes describe: depression") and was found to have weight increased ("weight gain"). In 2009, the patient experienced menorrhagia ("bleeding : menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping") and abdominal pain lower ("lower abdominal pain/"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. In 2011, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"). On an unknown date, the patient experienced abdominal pain ("pain : chronic/pelvic/abdominal"). The patient was treated with surgery (laparoscopic hysterectomy, possible vaginal hysterectomy, left ovaries). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, weight increased, abdominal pain lower, anxiety and depression had not resolved and the dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia and genital bleeding. Discrepancy noted in essure insertion date - (B)(6) 2008 and (B)(6) 2009. Discrepancy noted in essure explant date - (B)(6) 2009 and 2011. Current weight 218 lbs. Previously reported insertion date was (B)(6) 2008 right fallopian tube. Only 1 ring was observed in the coil. - left os of the fallopian tube. 2 rings were present on the external fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received. Reporter information, race, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : chronic/pelvic/abdominal') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "ablation performed with essure insertion procedure". The patient's medical history included multigravida, parity 4, menometrorrhagia, endometriosis, deviated nasal septum, cardiomyopathy, left ventricular enlargement, mitral valve incompetence, fatigue, viral warts, hemorrhoids, weight gain, thyroid disorder, depression, anxiety, cervical dysplasia, tracheal squamous cell metaplasia and cervical intraepithelial neoplasia I. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("hormonal changes describe: increase in anxiety") and depression ("hormonal changes describe: depression") and was found to have weight increased ("weight gain"). In 2009, the patient experienced heavy menstrual bleeding ("bleeding : menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping") and abdominal pain lower ("lower abdominal pain/"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. In 2011, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"). On an unknown date, the patient experienced abdominal pain ("pain : chronic/pelvic/abdominal"). The patient was treated with surgery (laparoscopic hysterectomy, possible vaginal hysterectomy, left ovaries). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain outcome was unknown, the heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, dyspareunia, weight increased, abdominal pain lower, anxiety and depression had not resolved and the dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia and genital bleeding. Discrepancy noted in essure insertion date - (B)(6) 2008 and (B)(6) 2009. Discrepancy noted in essure explant date - (B)(6) 2009 and 2011. Current weight 218 lbs. Previously reported insertion date was (B)(6) 2008. Right fallopian tube. Only 1 ring was observed in the coil. - left os of the fallopian tube. 2 rings were present on the external fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc. On 3-may-2021: medical record received : reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : chronic/pelvic/abdominal'), menorrhagia ('bleeding : menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain : chronic/pelvic/abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and hysterectomy (full)). Essure was removed in 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal haemorrhage, dyspareunia, weight increased and abdominal pain lower outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia and genital bleeding. Discrepancy noted in essure insertion date - (B)(6) 2008 and (B)(6) 2009. Discrepancy noted in essure explant date - (B)(6) 2009 and 2011. Current weight 218 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Event's : hormonal changes, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, lower abdominal pain, she did not undergo essure confirmation test were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : chronic/pelvic/abdominal') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain : chronic/pelvic/abdominal") and menorrhagia ("bleeding : menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- case becomes incident. Event injury was replaced with new events- pain: chronic/pelvic/abdominal, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding were added. Explant date was added. Product indication was updated. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.